Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "4fr, dl provena PICC with 3cg (ck000853) kinked six times in patient. Had to exchange PICC. Report came from ICU manager and PICC team manager. Said they have been having issues with this PICC kinking, no blood return and sluggish."